Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the seal of the unit was damaged. Accordingly, when the surgeon inserted the staple to fire, the inner blue seal popped off. The surgeon opened a new trocar to resolve and complete the issue. There was no patient injury.